Event description:
On (B)(6) 2013, it was reported that this vns patient was seen on (B)(6) 2013 at which time everything was okay with the battery. The battery status indicator was full green. There were reportedly no issues, and the physician is not concerned with the generator or software. Diagnostics were within normal limits, and the battery icon was full.

Event description:
On (B)(6) 2013, the physician reported that he saw the patient that day and the battery level appeared to be low even though the vns battery was implanted on (B)(6) 2013. The physician was concerned that the battery may be malfunctioning. Follow up found that when diagnostics were performed, no warning messages to indicate a low battery appeared; however, the image of the battery showed a half charged battery. The patient has not had any recent procedures. Review of the generator device history records confirmed all quality tests were passed prior to distribution.